Event description:
The rptr's mother, who is 81 yrs old, had her first pacemaker implanted on 10/15/90. On 10/4/91, the pacemaker was replaced because the batteries had failed. In 10/92, the mode of the second pacemaker failed and it was replaced with a pacemaker mfg by another co. (Also see mw1001112.)